Event description:
It was reported that possible circuit damage on the device was alerted. The device and lead were explanted. Lead damage was observed during explant.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead was returned for evaluation. A visual inspection found insulation abrasion at 28.5 cm from the connector pin. The etfe insulation of the rv cable was damaged and a burn mark was noted. The damage found is consistent with insulation abrasion caused by friction to the ICD can.